Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received, a complete lead was returned in one piece with the helix was partially extended and clogged blood/tissue. Visual inspection found a full breached outer insulation degradation adjacent to the connector boot.

Manufacturer narrative:
Correction: previously reported aware date as february 3rd, 2023. Now corrected to february 17, 2023.